Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (resets) was confirmed. Upon investigation the charger was resetting and unable to charge a battery pack. The charger exhibited a failure at pld components on the c/a board. The root cause for the failure could not be positively identified. No adverse event resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was resetting.